Manufacturer narrative:
The investigation was completed on 22-dec-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history review was performed for the finished device 60000239 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 19-dec-2023, noted a correction to the 3500a follow-up as should have included the following in h10. Additional manufacturer narrative: investigation is in progress, once completed a supplemental will be submitted.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve leak occurred. It was reported that when removing the dilator from the sheath, there was an abundance of blood leaking from the hemostatic valve after the sheath had been advanced into heart. The sheath could no longer be used and was removed from the patient. There were no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.